Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid (10 mg/ml at 2.797 mg/day) and bupivacaine (15 mg/ml at 4.195 mg/day) via an implanted pump. The indication for pump use was malignant pain. It was reported that the pump was alarming. The pump logs indicated multiple motor stalls with the most recent being (B)(6) 2018 with recovery. No patient symptoms were reported. Per the patient, she had not been in an MRI. It was unknown if there were any other environmental, external, or patient factors that may have led or contributed to the issue. The pump was replaced on (B)(6) 2018. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. It was indicated that the hcp had no further information to provide regarding the event. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft bearing¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the cause of the defective pump was unknown and it was replaced. No further complications have been reported.